Manufacturer narrative:
The returned generator passed the power on self test with no faults detected and all ports met specifications for temperature and impedance testing with no power issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported shutdown issue and subsequent procedure cancellation was unable to be confirmed.

Event description:
During the procedure, the generator shut down and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.